Event description:
In a review of published literature, these findings were noted: naoki toya, et al. "Selection of endurant and excluder for evar based on anatomical features and comparison of short-term outcomes" japanese journal of cardiovascular surgery, 2014, vol.43 suppl. Page466. On around (B)(6) 2012, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. (The exact date of the implantation is unknown.) A proximal device was implanted at the location where the lowest renal artery was covered. A stent graft was implanted in the renal artery to keep the blood flow into the artery. After the snorkel technique was performed, the patient was diagnosed with cholesterol embolism. During the hospitalization, on unknown date, the patient expired due to cholesterol embolism. It was reported that the patient had sever shaggy aorta.

Manufacturer narrative:
Date of event is estimated as (B)(6) 2012.

Manufacturer narrative:
Event date: as no specific dates were provided in the article, the date of the article ((B)(6) 2014) is used as the date of event. Date of death was not available. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to embolization with transient or permanent ischemia and death. A review of the manufacturing paperwork could not be performed as the lot number was not available.

Event description:
In a review of published literature, these findings were noted: naoki toya, et al. "Selection of endurant and excluder for evar based on anatomical features and comparison of short-term outcomes" japanese journal of cardiovascular surgery, jan 2014, vol.43 suppl. Page466. On unknown date, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A proximal device was implanted at the location where the lowest renal artery was covered. A stent graft was implanted in the renal artery to keep the blood flow into the artery. After the snorkel technique was performed, cholesterol embolism was identified. On unknown date, the patient expired while in the hospital. No more information was available at this moment.